Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were four different sets of 43, 140 mg/dl, 53, 140mg/dl, 36, 94 mg/dl and 67, 145 mg/dl. Tests were done within 10 minutes with a difference of 86mg/dl (first set), 77 mg/dl (second set), 51 mg/dl (third set) and 65% (fourth set). Pt did not experience any adverse events. No further info has been reported.